Event description:
Complainant (B)(4) claimed to have experienced burning in her eyes after using medical device (B)(6) multi-purpose solution.

Event description:
This is a follow-up report. Initial report was sent on 10/22/2015.